Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed but no fluid could be aspirated, therefore a pericardial window was performed. Caller reported that 200-300 ml of fluid was removed. The patient was reported to be intubated, on a balloon pump, and in stable condition. The following bwi devices were in use: carto 3 (10143), stockert ((B)(4)), cool flow pump (03132), thermocool sf catheter (d131503, 15729403l - being returned), lasso catheter (122073s, 15786420l- being returned), and an acunav catheter (catalog and lot number unknown - not sure if it is being returned and not sure if it was reprocessed or not).

Manufacturer narrative:
The device referenced in this report was not returned for evaluation.